Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 28 mg/dl, the customer current blood glucose was 315 mg/dl. The customer was hospitalized on :(B)(6) 2017 2pm.the drive support cap appears normal (slightly indented).the customer was treated with glucose tablets. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the delivery accuracy test. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Device passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. Device functioned properly. All buttons functioning properly during testing. No damage on keypad traces noted during testing. Keypad connector was inspected and no anomaly was noted. Device received with minor scratched lcd window.